Event description:
Additional information was received indicating that the leadless pacemaker was explanted and replaced. The patient was stable.

Event description:
During an in-clinic follow-up, increased capture threshold resulting in loss of capture was observed on the right ventricular leadless pacemaker. The patient had been experiencing arrhythmia and dyspnea. The leadless pacemaker was reprogrammed to resolve the event and patient symptoms. The patient was in stable condition.